Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive patient result was obtained when testing with max sars-cov2/flu. Test was repeated and gave negative results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positive" results. Customer reported false positive results with sars cov2/flu kit on 1 sample, conducted another test using a different test kit and reported the correct result. Service performed preventative maintenance as scheduled and could not find any issues with the instrument. This complaint is unconfirmed as no problems were identified with instrument performance by service. The root cause cannot be determined with the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive patient result was obtained when testing with max sars-cov2/flu. Test was repeated and gave negative results. There was no report of patient impact.